Event description:
After cardioversion procedure, failure to capture was observed. No telemetry was possible with the pacemaker. The pacemaker was replaced.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.